Event description:
The complainant stated that the head rest has drifted during surgery. When he tests the stretcher, he cannot duplicate the drift.

Manufacturer narrative:
Although the accounts maintenance could not duplicate the alleged drift, he replaced the headrest cylinder as a precaution.